Event description:
It was reported during follow up, an alert for low, out of range high voltage lead impedance was observed. It was suspected that the alert is false due to interference during an hvli check. Programming changes were recommended. The patient was scheduled for a subsequent follow-up. The reprogramming was not done at this visit as there have been no further issues. Patient condition was good before and after the event.